Event description:
It was reported that occlusion alarms occurred. There was no information provided about the impact on the customer's blood glucose level. The device will be returned and a replacement pump with a new serial number has been issued.